Event description:
It was reported that the customer was hospitalized for something not related to diabetes. However, the customer was experiencing high blood glucose levels, and the nurse felt that the insulin pump was not functioning. Troubleshooting was performed, and the insulin pump passed the prime test. Advised the nurse to have the customer change the entire infusion set. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.